Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event, however per the information received the most likely cause of the implant dislocating is the right prosthesis was not positioned correctly during the original surgery. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Distributor (B)(6) reports a tmj revision surgery due to dislocation. During the revision surgery, they identified the right prosthesis was not positioned correctly, causing the joint to dislocate.